Event description:
Patient reported that yesterday she noticed that her blood glucose was going high. Patient then found a crack in her infusion set. Patient self-treated high blood glucose by bolusing and programming a temporary basal rate increase of 20%.